Manufacturer narrative:
Concomitant: 6935 lead implanted (B)(6) 2013. Product event summary: performance data collected from the device was received and analyzed. Analysis of the data showed the battery indicator signifying that it is time for device replacement. The device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to premature battery depletion. It was noted that high thresholds were observed on the left ventricular (lv) lead. Output was increased as thresholds were slightly higher with the new cardiac resynchronization therapy pacemaker (crt-p). The lead remains in use. No patient complications have been reported as a result of this event.